Event description:
The customer reported to olympus, that there was a picture disturbance (black flickering) while using the evis exera iii colonovideoscope. The device was returned for evaluation. During the device evaluation, found foreign objects in the jet tube and nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: the flexibility adjustment ring had a scratch, the grip had a scratch, the switch 1 had a cut, the switch box had a scratch, the right/left knob had a scratch, the up/down knob had a scratch, the scope cover unit had a scratch, the scope case unit had a scratch, the auxiliary water inlet was deformed, plug unit had corrosion due to water leakage, the circuit board unit in the suction connector had corrosion due to water leakage, the cable unit had corrosion due to water leakage, the label on the suction connector was damaged, due to corrosion on plug unit, e216 (scope communication err) occurs, due to wear of angle wire, bending angle in up direction did not meet the standard value, the objective lens had a scratch, the light guide lens had a crack, the light guide lens had a scratch, the bending tube was deformed, the connecting tube was snaking, due to clogging of jet tube in the control unit, water could not be supplied, and the universal cord had a scratch. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No physical damage was found at the points where the materials remained. Olympus was unable to confirm whether there was deviation from reprocessing steps at the customer facility. Based on the results of the investigation, a root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: - detection methods are written in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.